Manufacturer narrative:
Dc bead loaded with epirubicin hydrochloride was reported to have been used in the treatment of this patient for hepatocellular carcinoma. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumours and avms. Dc bead with epirubicin is considered off-label use. Btg medical assessment: (B)(6) 2019: tace was performed using drug-eluting dc bead loaded with epirubicin for hepatocellular carcinoma. On the same day, the patient experienced acute cholecystitis, drainage was urgently performed due to acute cholecystitis. The outcome of the acute cholecystitis was unknown at the date of this report. Cholecystitis is a severe ae - serious adverse event that required medical intervention related to tace procedure: possibly related to eiprubicin expected adverse event. The immediate occurrence of the event suggests that the gallbladder artery was embolized creating an non-target embolization (user error or unexpected reflux of beads into the cystic artery) or the hcc tumour involved the gall bladder. At this time no information is available to confirm or deny the alleged event. Cholecystitis is a known adverse event associated with tace procedures and is listed in the IFU/risk management documentation. Further information has been sort regarding the patient outcome; medical history and concomitant therapy. Batch number of the device and size of beads used has also been requested. Should we receive the relevant batch number we will review the batch history information and report any relevant findings to you. With information available to btg no product malfunction/deficiency has been identified. No corrective/preventative action has been identified. At this time this report is considered final.

Event description:
On (B)(6) 2019: tace was performed using drug-eluting dc bead loaded with epirubicin for hepatocellular carcinoma. On the same day, the patient experienced acute cholecystitis. After embolization with dc bead, drainage was urgently performed due to acute cholecystitis. The outcome of the acute cholecystitis was unknown. Concomitant disease: unknown. Past medical history: unknown. Concomitant drugs: epirubicin hydrochloride. The physician assessment the event as follows: ae: causality / seriousness. Acute cholecystitis: probably related / serious.

Event description:
(B)(6) 2019: tace was performed using drug-eluting dc bead loaded with epirubicin for hepatocellular carcinoma. On the same day, the patient experienced acute cholecystitis. After embolization with dc bead, drainage was urgently performed due to acute cholecystitis. The outcome of the acute cholecystitis was unknown. Concomitant disease: unknown, past medical history: unknown, concomitant drugs: epirubicin hydrochloride. The physician assessment the event as follows: ae: causality/seriousness; acute cholecystitis: probably related/serious. Additional information received on mar/13/2019: (B)(6) 2019: the patient in his or her 80s received tace using drug-eluting dc bead (100-300 mcm) loaded with epirubicin. After embolization with dc bead, percutaneous transhepatic gallbladder aspiration (ptgba) was performed due to acute cholecystitis. Date unknown: the patient was discharged in the previous week. The patient was recovering from the acute cholecystitis.